Manufacturer narrative:
Other applicable components ar: product ID: 3889-28, lot# :va0vham, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot#: va0l5jz, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-may-2019, UDI#: (B)(4); product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the  patient said something went wrong and the "wires all broke" so the patient had to get a new implant. Patient did not know the event date so was not able to determine which devices were related to this event. No further complications were reported at this time.